Event description:
Stryker distributor in hungary reported that they received a parcel including bone cement does in one box, four doses have been found with broken ampoules (all were broken at the bottom). Fluid was spilled, damaging whole content and also boxes.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.